Manufacturer narrative:
Investigation summary: bd received samples for investigation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Urine specimen handling and processing guides will be shared with the customer. The customer's indicated failure mode was not observed by bd. A root cause could not be determined within the scope of the investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 100 bd vacutainer® z (no additive) plus urine tubes experienced erroneous results. The following information was provided by the initial reporter: cast cell degradation after using vacuum tubes for urine microscopy analysis. Compared to non vacuum tubes 47% decrease in cast cell counts.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd vacutainer® z (no additive) plus urine tubes experienced erroneous results. The following information was provided by the initial reporter: cast cell degradation after using vacuum tubes for urine microscopy analysis. Compared to non vacuum tubes 47% decrease in cast cell counts.